Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the unspecified bd¿ needle and engaging the safety shield, the needle was bent to the side and punctured the hand. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that when using the unspecified bd needle and engaging the safety shield, the needle was bent to the side and punctured the hand. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd was not able to fully investigate the customer¿s indicated failure as no sample, batch, or product code was provided. Investigation conclusion: bd was not able to fully investigate the customer¿s indicated failure as no sample, batch, or product code was provided.

Event description:
It was reported that when using the unspecified bd needle and engaging the safety shield, the needle was bent to the side and punctured the hand. There was no report of exposure, serious injury or medical intervention.